Event description:
Customer reported an anode hot error, and the right monitor does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the anode hot error was due to long exposure time at max tech during a stent removal, rhs monitor needed to be reselected to have image swapped after end of exposure. System operates as intended. This MDR is related to ge healthcare complaint number.